Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump went through "a bunch of alarms," making noise, and had issues of not being able to go through the menu; was not able to stop it. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.